Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A f/u medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that the surgeon found that the zimmer dough-type bone cement powder package had a pinhole in the center. There was no harm or delay reported, and procedure completed with an alternate device.